Event description:
Customer reported that for the past week her blood glucose had been low. The customer stated she attempted to treat her blood glucose with glucose tablets. Customer's blood glucose was 160 mg/dl. She also inquired about the recall letter she received. She believed she may have delivered insulin by accident according to the recall. The customer's drive support cap appeared to be normal. There was no changes to the customer's lifestyle. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).